Event description:
This 44 yr old female underwent breast implant replacement of silastic to saline implants on 1/9/92. The MFR of the saline implants was this co. About one week prior to this surgery, the pt noted a left breast deformity. The left implant was found to be totally deflated. A pin-point hole was noted near one margin.